Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The customer claimed that all monitors have no display after startup. Upon troubleshooting, fse checked the host pc and confirmed that the battery and power supply were working normally. It was confirmed that the host pc software needs to be reinstalled. To resolve the issue, fse reinstalled the software of the host pc, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.